Event description:
It was reported that during an implant procedure, the leadless implantable pulse generator (ipg) embolized to the left pulmonary artery. While trying to snare the device after it rotated, the device became unhooked. Thresholds increased immediately while closing the incision and no capture was observed. The physician retrieved the device and it was removed and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.